Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose reading was 547 mg/dl. The customer was unable to troubleshoot at the time of the call however customer was advised that supplies would be shipped.